Event description:
Boston scientific received information that the patient contacted patient services (ps) and stated that he was feeling short of breath and had been seen by his physician due to the breathing problems. The patient noted that the physician did an electrocardiogram which showed a heart rate in the 50 bpm range with pauses in pacing and that his heart rate is normally around 77 bpm. The patient inquired where he should go to have his device interrogated. Ps referred the patient to a location and instructed him to seek medical attention if necessary. An email was sent to the local sales representative in an attempt to obtain additional information. No additional adverse patient effects were reported by the patient.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received from the sales representative that stated the patient was admitted to the hospital's intesive care unit due to pneumonia, which was why the patient was short of breath. Upon interrogation, the device was found to be functioning appropriately and the patient was noted to have several premature ventricular contractions. No adverse patient effects related to the device were experienced.